Event description:
During the procedure, when the guidewire was manipulated with torque, the tip of the device broke off inside the patient. The device was attempted to be used for the ffr measurement in the lad lesion with severe tortuosity and severe vessel angulation. There was difficulty advancing the device into the target lesion with severe tortuosity and arterial stiffness. It was difficult to remove the fractured tip and a stent was placed over the fractured tip. Additional information is not expected.

Manufacturer narrative:
One pressurewire x, wireless was returned to the manufacturer for analysis. The results of the investigation concluded that the distal section of the radiopaque tip and distal corewire had been fractured and were not returned, consistent with the reported event. There were multiple bends throughout the guidewire. The proximal section of the radiopaque tip and corewire remained attached. The tip coil proximal weld joint remained intact. The proximal section of tip coil had been twisted into a narrow coil around the corewire and also at the location of the fracture, which is consistent with excessive torqueing and manipulation at the distal tip coil and the distal corewire. Torqueing or excessive manipulation of the guidewire in a sharp bend, against resistance, or repeated attempts to cross a total vessel occlusion may damage and/or fracture the pressurewire, which is inconsistent with the instructions for use (IFU). The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the guidewire damage is consistent with damage during use.